Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call high blood glucose, low blood glucose and hospitalization. Customer's blood glucose level was 43 mg/dl. Troubleshooting for high and low blood glucose was performed. Customer advised their blood glucose levels have been fluctuating from high to low and resulted in a 1 day stay at the hospital. Customer experienced trouble staying awake, they were thirsty, had a high heart rate, high blood pressure, dizziness and fatigue. Customer was wearing the insulin pump at the time of hospitalization. Customer advised last spring their site was infected, they were bleeding and they went to the hospital. Customer advised every time they would clean their site it would bleed and something gray would come out. Customer treated their blood glucose with snacks, juice and glucose tablets. Customer advised they have an autoimmune disease that causes their body to cramp and when they have an empty stomach their blood glucose goes up.